Manufacturer narrative:
Evaluation confirmed that the ceramic beak broke completely off the shaft. The instrument has a date code of hk (08/2000) and it has been in use for approximately 16 years. Damage is consistent with wear of long use.

Event description:
This is a supplemental. Other changes or additional information.

Manufacturer narrative:
Device not returned.

Event description:
Allegedly, after a transurethral resection of prostate procedure the doctor brought a patient back to operating room to control post-op bleeding. During coagulation he noted that the ceramic beak had broken off in patient; he immediately removed the broken piece and replaced the instrument. There was a short delay for replacement with no patient impact reported. The procedure was completed and the hospital stated there was no injury to the patient.